Manufacturer narrative:
This is the same event as 3010536692-2016-00638.

Event description:
Allegedly, patient suffering from mom complications right. Additional information received (B)(6) 2016. Allegedly the patient was revised due to the following mom complications: metallosis; fluid; staining. (Right) added hospital , lot number, product number, and implant/explant date.